Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station did not power on and was found to be prevented from booting as drawer 3 was shorted out. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 3 caused the station not to be turned on. A field service engineer (fse) replaced the drawer controller board for drawer 3 to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.